Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Manufacturer narrative: method: the complaint rt340 adult breathing circuit, a fisher & paykel healthcare (fph) filter and an intersurgical filter were returned to fph (B)(4) for inspection. The returned devices were visually inspected. Results: a visual inspection of the returned devices revealed that the fph filter was connected to the expiratory elbow of the complaint rt340 adult breathing circuit, as per fph user instructions. The intersurgical filter was also connected to the swivel y-piece of the same breathing circuit. A lot check revealed no other complaints of this nature for lot number 110316. Conclusion: the fph filter is designed to prevent contamination of the ventilator and surrounding environment by filtering out patient secretions. The outer shell of the filter creates an insulating air gap, which greatly reduces condensation of exhaled humid gas inside the filter. It is most likely that the intersurgical filter that was connected to the swivel y-piece of the rt340 adult breathing circuit has resulted in the reported blockage while the patient was being ventilated. Fph filters are specially designed to work with any fph breathing circuits. We do not recommend the use of a secondary or alternate filter such as the intersurgical filter, as used by the hospital. Additional information received from the hospital revealed that the two filters were connected to the complaint rt340 adult breathing circuit by a newly qualified hospital staff. The user instructions that accompany the rt340 adult dual-heated evaqua breathing circuit indicate in pictorial form that the filter should be placed between the expiratory tube and the ventilator. This is the only complaint of this nature that we received for this particular product in the past 12 months to (B)(6) 2011. An fph field representative is currently working with the hospital to carry out a training session with the hospital staff to reinforce the set-up instructions for the rt340 adult dual-heated evaqua breathing circuit.

Event description:
A hospital in (B)(6) reported that a filter being used with an rt340 adult dual-heated evaqua breathing circuit had blocked when a patient was being ventilated. The problem was resolved when the breathing circuit and the filter were replaced. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The complaint rt340 adult dual-heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we received the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported that a filter being used with an rt340 adult dual-heated evaqua breathing circuit had blocked when a patient was being ventilated. The problem was resolved when the breathing circuit and the filter were replaced. No patient consequence was reported as a result of this incident.